Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. Although it was unknown if the customer's blood glucose level exceeded the specified threshold, there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue returned.